Event description:
It was reported that a few months after the artificial urinary sphincter was replaced, the patient experienced a new inflammatory process with new extrusion. The entire device was removed. A culture showed growth of multi-resistant e.coli. Today he is incontinent and without infection, awaiting approval for a new replacement device.